Event description:
After cryoablation and the thawing period at the ripv, the physician noticed that the mapping catheter was stuck and was not allowing for him to move or proceed to the next freeze at the rspv. The first attempts to remove the mapping catheter was made with clockwise maneuvers but was unsuccessful. After many attempts of clockwise then counter clockwise maneuvering to free up the mapping catheter, the distal tip of the catheter snapped and was left in the ripv branch of the patient. The physician then proceeded to remove the catheters and checked for effusion on intracardiac echo. No effusion was seen. The patient was discharged from the hospital and was doing fine, however the distal tip (with all 8 electrodes) are still in the patient. It was unclear if it is lodged in the ripv branch or if it is the lung space.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
The event occurred during a cryoablation procedure. The case was described by the physician as being uneventful. The physician had isolated the ls <(>&<)> rs veins and saw potential in smaller veins. He passed the catheter into the vein with no problems. He completed the cryoablation, veins were silent, and the balloon was deflated. Upon attempt to pull back catheter, he found that it was stuck in tissue. Performed angiogram of vein and believed it was stuck in in the lung tissue. The physician tried numerous attempts to remove. He kept rotating the catheter several twists to the right and left to unscrew from the tissue. The physician slid the sheath up toward the tip of the catheter to add support while he was trying to loosen it from the tissue. After multiple manipulations and tugging, the distal tip of the catheter snapped and was left in the lung of the patient. The physician then proceeded to remove the catheters and checked for effusion on intracardiac echo. No effusion was seen. The patient was discharged from the hospital and is doing fine, however, the distal tip (with all 8 electrodes) are still in the patient. The physician reported that the mapping catheter was deployed approximately 3 to 4 cm beyond the balloon of the cryoablation catheter and was 2 to 3 cm inside the distal end of vein. The physician believes that the catheter tip engaged a small branch and got stuck in lung tissue in endothelial surface. He believes that he fatigued the wire by bending it back and forth resulting in the break.

Manufacturer narrative:
Visual inspection of the returned device showed a missing loop portion of approximately 4.8 cm. The array and all the electrodes were missing from the catheter and the nitinol wire was exposed where the array broke off. The nitinol with pet shrink tube broke off just above the 90° section. All 8 electrodes were included on the missing loop section while all of the corresponding signal wires were broken off near the welded joint. Material testing of the returned catheter showed no evidence of embrittlement/brittle fracture. There was evidence of rotation and ductile twist pattern on the surface. The catheter wire appeared to be rotated and twisted with forces beyond its strength/ductility limit. Observations were consistent with information received from the physician indicating that the catheter was manipulated and turned several times to dislodge from the tissue which resulted in the break.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.